Event description:
Problem reported that the head of bed slowly lowers over time. No injury reported.

Manufacturer narrative:
Technician isolated problem to failed head up solenoid valve. Replaced solenoid valve to resolve this issue. Bed located in bed repair shop.